Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1819, awareness date 16-oct-2015). It which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. The consumer reported she was born with cerebral palsy, and while the disability does not prevent her from having children, it complicates her situation. Over the years she had developed arthritis in her hips and she had worked with her gynecologist on plans for when and she will become pregnant. At her (B)(6) 2012 yearly appointment her doctor told that her arthritis has gotten to the point where pregnancy would be dangerous for her and recommended that she not had children. Her doctor suggested an endometrial ablation and essure to prevent pregnancy. She scheduled the procedure for (B)(6) 2012. After the procedure she woke up in the recovery room complaining of severe pain on her left side. The recovery nurse told her that it was caused by pulling on the tube during the procedure and that everything had gone smoothly. She was sent home and rested for four days before returning to work. The pain in her left side was still persistent and she begun to run a fever; she called her doctors office and was asked to come in for a vaginal ultra-sound to look for signs of infection and correct coil placement; the ultrasound did not show anything out of the ordinary, this appointment was one week after the procedure. Two weeks after the procedure the pain on the left side and fever were still present, but she began experiencing other things as well; she felt run down, like she had been hit by a car, she started bruising easily and would get chills and then the most horrendous period of her life started. The bleeding, cramping and clotting was gut wrenching; she felt nauseous all the time and fatigued. The period lasted a month and a half. The pain on the left side had also changed as well; while the pain was always constant there were times when she bend or turn that the pain felt like burning and something catching and tearing in her tubes. This pain took her breath away and would break out into a sweat. Three months after the procedure she had another follow-up with her doctor, she the all the symptom she was having and asked if they could be the result of the procedure, he said no that there were no known symptoms the ones she described associated with either procedure. He then said that perhaps the arthritis was the cause of her pain but she thought it was pretty coincidental that the pain she was having did not start until she had essure implanted. She left the appointment and started searching on the internet and found a page called essure problems. She was no longer dealing with the pain, the fevers, fatigue and the horrific periods. She had decided to get a partial hysterectomy later that year; she wanted the pain to end. She stated being extremely angry that not only had to deal with the emotional pain of never having children but the pain caused by essure is constant daily reminder of this sad fact. In 2013, she had a partial hysterectomy leaving her ovaries. The pain has gone away but she was still plagued by fevers, lack of energy and in addition she was also dealing with depression caused by having to have a hysterectomy she no longer felt like a woman. Product technical complaint (ptc) investigation result received on 04-nov-2015: the ptc global number is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping / pain is always constant, bleeding / clotting was gut wrenching (seen as genital bleeding). The pain on the left side had also changed as well; while the pain was always constant there were times when she bend or turn that the pain feels like burning and something catching and tearing in her tubes (seen as adnexa uteri pain). A partial hysterectomy leaving her ovaries was performed. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, considering the nature of these events and considering that no alternative explanation was available, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.